Event description:
Baxter (B)(4) received a report that an infusor had delivery stop during patient use. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. The sample was received and evaluated by baxter personnel. The sample was received empty and had no visual signs of abnormality. The device was then filled with water and flow was readily seen at the luer and continued until the unit was empty. No evidence of the reported condition was found during testing. No repairs were performed as this is a single use device and it will be discarded.